Event description:
The caller reported, the tube's pilot balloon leaked. A non-routine replacement of the tube was required. The tube was discarded.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made with out the device.